Event description:
As reported by health professional: "it was reported that, during the procedure, while the sheath was in the patient, all of a sudden, it could no longer be steered. Presumably, the steering device in the hand grip came loose." No patient injuries or complications were noted.